Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report # 3003742446-2010-00336, 3003742446-2010-00337, and 3003742446-2010-00338 information contained in a legal file indicated that a patient experienced a sub-acute thrombotic event after having coronary artery stents implanted. The patient had a taxus stent implanted in the right coronary artery and approximately three weeks later 3 cypher stents implanted in the left anterior descending artery due to persistent chest pain. About twenty four days later the patient experienced a mi and thrombosis in the stents in the lad. Approximately eight months later the patient experienced a thrombotic event in the taxus stent. The patient had been prescribed plavix for three months post-procedure. There is no further information available at this time. The sterile lot numbers for the devices are unknown therefore a device history report review could not be performed. Thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. With the very limited information provided it is not possible to determine what may have contributed to the reported event. There is no indication of a design or manufacturing related issue therefore no corrective action is required.

Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report # 3003742446-2010-00336, 3003742446-2010-00337, & 3003742446-2010-00338 the product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
This male patient had 3 cypher stents implanted in his lad on (B)(6), 2006. The stents were implanted for recurrent chest pain. The patient suffered a subsequent thrombosis in the lad cypher stents on or about (B)(6), 2006, resulting in mi. He had been prescribed plavix for 3 months.